Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that she believed her omnipod insulin pump delivered too much insulin due to ¿incorrect information from her [dexcom] sensor¿. The patient reported bolusing for a meal that contained 28 grams of carbohydrates and her cgm level spiked to 284 gm/dl. This prompted her insulin pump to deliver insulin based on the high cgm value. However, this then caused the patient to have a severe hypoglycemic event with her cgm value dropping to 47 mg/dl. The patient experienced heart palpitations, sweating, dizziness, and shakiness. The patient went to the emergency room where she was treated with IV sugar and orange juice. She also had an x-ray, EKG, and unspecified blood work done. The patient¿s insulin pump and sensor were both removed as well. The patient was discharged after being in the ER for approximately 5 hours. Once back at home, the patient inserted a new insulin pump pod and sensor. The new pod displayed a ¿sensor not found¿ error and could not pair with the dexcom device. The following day on (B)(6) 2026, the patient experienced a wearable failure. Data was evaluated for (B)(6) 2026 and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.